Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain where the anchors are located at the insertion site. Symptom includes tenderness. It was noted that the physician thought the anchor had caused pain during palpation. The patient underwent a revision procedure wherein the silicone anchors were repositioned.

Event description:
A report was received that the patient was experiencing pain at the insertion site. Symptom includes tenderness. It was noted to be painful during palpation. The patient underwent a revision procedure.